Event description:
Add'l info rec'd from MFR 4/15/02: in the absence of a lot number, data review indicates that product released during 1999, 2000 and 2001 met product specs. Based in the info provided from the consumer/pt and because the events have not been medically confirmed, it is unclear if the pt's disease process has progressed, if the events are a direct result of synvisc or of the events were injection related. For these reasons, it is not possible to evaluate if this type of event is occurring with lesser or greater severity or frequency than is stated in the device labeling. Co has attached a copy of the device physician labeling for the review. Please note the following precautions contained in the labeling.

Event description:
Rptr received synvisc injections in each of their knees as well as 2nd and 3rd injections following the first injection at one week intervals. After the first injections rptr's knees became extremely swollen and painful and as a result it became very difficult to walk and to sleep at night. The same conditions prevailed after the 2nd and 3rd injections. For five months, rptr suffered from horrific pain in knees and legs. Rptr was unable to walk more than 1 or two blocks. The pain was so bad that they were unable to sleep at night. Although the pain has subsided it continues to linger, and at times rptr gets shooting pain in their legs.

Event description:
Add'l info rec'd from rptr 2/7/02: the pt info fact sheet for synvisc makes note of the fact that pain and swelling were possible complications but did not last long. In pt's case they have lasted five months with complete relief not in sight. Pt hopes that collateral damage is not involved such as damaged nerves. Pt believes that pts should be told the injections could result in horrific pain which can result in the lack of mobility and that the condition can last for several months. Drs should be directed to contact MFR immediately in the event of pain and swelling. They should also be directed to stop the injections once pain and swelling have occurred. Pt had been told of the possible consequences of the injections as described herein, they never would have agreed to the treatment. Pt considers if perhaps the injections were contaminated.